Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. A 2.50 x 12 synergy¿ drug-eluting drug (des) was advanced however a resistance was encountered. The device was removed and it was noted that the distal edge of the stent was lifted. The procedure was completed with another 2.25 x 12 synergy¿ des. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the on the 1st distal row stent struts were lifted. The undamaged mid-section of the crimped stent od (outer diameter) was measured and is within the maximum crimped stent profile. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon appeared to have been previously inflated with dried blood evident inside balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred the 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. A 2.50 x 12 synergy¿ drug-eluting drug (des) was advanced however a resistance was encountered. The device was removed and it was noted that the distal edge of the stent was lifted. The procedure was completed with another 2.25 x 12 synergy¿ des. No patient complications were reported and the patient's status was good.